Event description:
A male with an anatomical form suitable for endovascular repair underwent evar in 2008. The suprarenal stent was deployed before manipulating the catheter and wire guide through the open end of the contralateral limb into the body of the endovascular graft. When the main body was placed and the grey positioner was withdrawn, blood leakage occurred from the hemostatic valve. It was blocked when the sheath assembly was advanced into the main body sheath for the ipsilateral iliac leg placement. However, blood leakage occurred again when the ipsilateral iliac leg placement was completed and the grey positioner was withdrawn. The total volume of hemorrhage was 1000cc and blood transfusion was 400cc. The pt's condition was improved after the procedure.

Manufacturer narrative:
Event evaluation: still under investigation.